Manufacturer narrative:
Additional information provided in b.5. And h.10. Additional information was received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(6).

Event description:
A facility representative provided additional information that the 25.0 diopter lens model was replaced with 26.0 diopter lens. In addition, the originally implanted lens model does not correct astigmatism as it has no cylinder component. The change from an original implant lens model to the replacement lens model, non-cylinder component to a cylinder component, may suggest that the replacement lens model was an improved choice for the patient's vision needs and not an issue with the product.

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was "bothered by astigmatism." The iol was exchanged for a different lens in a secondary procedure. Additional information was requested.